Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: in 2007, inratio: 1.2 (070180), lab: 3.5. Date: four days later, inratio: 2.7 (070180), lab: 4.2. Date: the next day, inratio: 1.2 (070381), lab: 1.39. Date: the same day, inratio: 1.4 (070381), lab: 1.39. Date: one day later, inratio: 2.7 (070381), lab: 7.1. Date: the same day, inratio: 2.9 (070381), lab: 7.1. Caller alleges imprecision with inratio. Results as follows: first test inr = 1.2 second test inr = 1.4. First test inr = 2.7 second test inr = 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are not within the confidence limits for inr testing. For the 2nd, 3rd, 4th, and 6th data set, both inratio and lab values are within the confidence limits. For the 5th data set, the inratio value is not with the confidence limits but the lab value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Inratio precision data provided by end-user lot: 070381. First test inr = 1.2 second test inr = 1.4 mean = 1.3; sd = 0.14; %cv = 10.9%. First test inr = 2.7 second test inr = 2.9 mean = 2.8; sd = 0.14; %cv = 5.05%. The %cv is less than 20% for both data set. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.